Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report # 2916596-2016-02208. (B)(4). Approximate age of device - 5 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient required a pump exchange due to pump thrombosis on (B)(6) 2016. On (B)(6) 2017, the patient went to the emergency room with elevated lactate dehydrogenase, low lvad flow readings, and transient power elevations and pump stoppage events. The lvad clinicians were concerned for thrombus, and the patient was admitted to the local hospital and placed on IV heparin. The patient then received 2 rounds of IV tissue plasminogen activator (tpa). The patient was transferred to the implanting center on (B)(6) 2017. Elevated hemolysis markers and 2 pump stoppage events were observed, and the patient received additional tpa therapy on (B)(6) 2017. The patient was listed for 1a exception for heart transplant. No additional information was provided.

Manufacturer narrative:
The report of suspected pump thrombosis could not be confirmed as the pump was not returned for evaluation. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.